Event description:
It was reported that the pump battery was depleting quickly. Customer was not using pump at time of event for insulin therapy. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.